Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with unknown mentor smooth saline prostheses experienced several unexplained systemic symptoms post procedure. Bilateral pain, constant ache/burning in both breasts, inflammation/swelling of the breasts, headaches, eye pain, tinnitus, irritable bowel, fatigue, brain fog, anxiety, hair loss, depression, nausea, and urinary retention were noted. No device issue such as rupture was reported. The root cause of the patient's symptoms is unclear. As a result, and explant is planned for (B)(6) 2021. See 1645337-2020-14794 for contralateral prosthesis report.